Event description:
The customer reported via phone call that the insulin pump had a frozen screen or unresponsive keypad, alarmed unexpected restart and signal too low. The customer stated that she had removed the battery and reinserted the same battery, and the insulin pump was stuck on the version 3.00 screen. The customer's blood glucose was over 500 mg/dl. The customer stated that the unexpected restart alarm occurred shortly after the insertion of a new battery. She was advised to monitor the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.